Event description:
On (B)(6), 2022, nakanishi received a phone call from a hospital about a malfunction of an nsk surgical device. Details are as follows: the event occurred on (B)(6), 2022. During the preparation for a surgical procedure, water suddenly came out of the irrigation nozzle of the p200-smh-hs device (serial no. (B)(4), and the device started rotating while the hand switch was in the off position. The doctor stopped to rotate the device. When the doctor was performing a surgical procedure using the device, the device overheated, and the doctor stopped using it. There was no affect to the patient.

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-smh-hs device [ (B)(6) ]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 1 service record since the device was shipped. According to the service record (april 2022), after repairing the device, nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi attached the attachment (p300-2a60) returned together with the device (p200-smh-hs) to the device and connected the device with the attachment to the control unit (p200-cu-100) returned together with the device to observe whether or not the reported phenomenon could be replicated. Nakanishi observed that the motor started rotating by itself without grasping the hand switch. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the motor handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the internal components of the device were corroded due to water ingress. - the p.c. Board was also discolored and corroded due to water ingress. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the malfunction of the returned device was a temporary short circuit in the p.c. Board caused due to water ingress into the hand switch based on the findings in the visual inspection. B) nakanishi considers the possibility, from many years of experience, that performing the cleaning and/or sterilization method that nakanishi does not recommend as a proper method for the device causes water ingress and corrosion inside of the motor. C) erroneous maintenance by the user caused a short circuit of the p.c. Board, which contributed to the reported malfunction. D) in order to prevent a recurrence of the hand switch malfunction, nakanishi took the following actions: d.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) nakanishi reported the above evaluation results to the doctor and directed the doctor to wash and sterilize the device by the cleaning and sterilization methods described in the operation manual.